Event description:
Pt developed redness and drainage of the device pocket. No cultures were obtained. The pt was treated with IV and oral antibiotics and the device system explanted. The infection was reported to have resolved and a new interstim system was implanted in 2005.